Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was reading inaccurately. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on at 10 pm on (B)(6). The patient reported obtaining blood glucose readings of ¿300 and 500 mg/dl¿ on the subject meter, obtained within 20 minutes of each other. The patient also reported obtaining blood glucose readings of ¿508 mg/dl¿ and ¿too high¿ on the subject meter and ¿220 mg/dl¿ on a laboratory device, obtained within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with an insulin pump. The patient reported increasing their insulin by 9 units in response to the alleged inaccurate readings. The patient reported developing symptom of ¿short of breath¿ approximately 15 minutes later. The patient reported being treated with IV fluids at the emergency room. The patient denied testing on any other device at this time. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient received medical treatment from an hcp after the alleged inaccuracy began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/13/2015). The patient¿s meter has been returned on 1/28/2015 and evaluated by lifescan product analysis on 1/29/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusion can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.